Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported irregularities in the area of the flap post-operatively on a topography of the right eye. Islands were reported. Patient is being kept under observation to see how the eye evolve and to analyze the cause. Upon follow up, the patient's vision is still stable. It is to soon to decide the patient's progress. There is hope that the patient will recover more vision. The patient is reported to have dry eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. At the visit on site, the field service engineer verified the system with regard to the ablation profile. No abnormalities could be found. System was successfully verified according to company specifications. Clinical review could not determine the root cause for the reported event. A possible root cause could be user handling during ablation. The flap might not be protected enough and got some shots on the posterior side of the flap. Therefore, additional flattening (reported islands - blue on the topographies) could have caused the reported islands. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).